Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple shocks for supraventricular tachycardia due to right ventricular (rv) lead t-wave oversensing (twos). The patient when to the emergency room and was hospitalized. The patient was nauseous when given medication and experienced intermittent palpitations. A his ablation was performed and the device was reprogrammed. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.